Event description:
It was reported that during an implant attempt that there was difficulty extending and retracting the helix on the lead. Multiple attempts were made. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: helix disengaged from helical channel. Blood/body fluid was present on the helix mechanism. The full lead was returned and analyzed.